Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. The insulin pump had moisture damage found on electronics assembly. (B)(4).

Event description:
It was reported via phone by customer's mother that the insulin pump is not working, it has unresponsive buttons. Customer's mother stated the insulin pump alarmed button error. Customer's mother stated the customer was trying to bolus and insulin pump alarmed. Customer's blood glucose was 81mg/dl. Advised customer to revert to back up plan.